Manufacturer narrative:
The infection information was reported in manufacturing report #2182207-2023-01585. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is in the hospital and they think that "it" is causing an infection. Pt stated years ago, they "had one" (agent understood this as an implant) and then ended up in a rest home and then dr. Chen implanted in (B)(6) 2021; pt stated "it" is charging but "it" doesn't stay charged and the paddle is really hot. Agent had a very tough time keeping pt focused and pt's significant other was talking during the call as well. Agent did not ask event date due to nature of the call. Patient stated they need to put their implant into MRI mode but they can't. Patient reported the recharger is not working and when they put it on there, the paddle got real hot like it was going to burn them (no pt harm reported). Pt stated it was not doing this until the night before last. Agent had pt unlock the controller and they saw no device found - pt confirmed that the implant probably has no charge. Patient also mentioned that the controller keeps saying the "battery is not good" and stated the controller is not staying charged (agent understood this as pt seeing replace the controller batteries soon message when recharger is plugged in). Agent had patient reset the controller and then plug controller into the ac power supply cord; patient confirmed controller had a green flashing indicating the controller was charging. The pt has been in the hospital for the last week and pt is getting worse, pt may have to have a port put in, and has a blood infection. Pt stated follow up hcp dr. Chen is "taken off" and not allowed to do surgeries anymore as they did not put implant in the right place. The issue was not resolved. An email was sent to the repair department to replaced the recharger.